Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacture acceptance criteria. (B)(4).

Event description:
A surgeon reported that the knives out of the pak were blunt. Additional information provided indicated the event occurred during a procedure, and there was no harm to the patient.